Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The operator was about to terminate a routine home hemodialysis treatment and then noticed that blood had been leaking from the cartridge. The operator terminated treatment without rinseback. The total blood loss (from the cartridge and from the blood leak) is estimated up to a maximum of 350cc. No medical intervention was required.

Manufacturer narrative:
The cartridge has not yet been returned for evaluation although several attempts have been made to retrieve the cartridge. The blood leak was most likely caused by an inadequate tubing bond or a loose connection, however, the exact cause of the blood loss cannot be determined until the cartridge is returned to nxstage. Nxstage reviewed the blood loss with the patient's facility and confirmed that no medical intervention was required. The user's guide states to "always tighten and recheck the patient's vascular access and all fluid lines, all connections, caps and clamps. Visually inspect the system periodically for evidence of leaks." A follow up report will be sent to the FDA if the cartridge returns. Nxstage will continue to monitor as part of the routine complaint process.